Manufacturer narrative:
Initially it was reported that the patient suffered 1st degree heart block, however, additional information was received on may 31, 2019, and it was reported that the patient suffered 2nd degree heart block. Manufacturer's reference # (B)(4).

Manufacturer narrative:
During an internal review on (B)(6)2019 , it was determined that the following corrections were required: in the initial 3500a report, it was reported that there was extended hospitalization. However, after further review, the heart block hospitalization was only for observation overnight. Therefore, no prolonged hospitalization occurred. Since no prolonged hospitalization, no intervention and the degree of the heart block was confirmed as 2nd degree, this event was assessed as not reportable. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Manufacturer's reference # pc-000430769.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered 1st degree heart block requiring no interventions. The patient had junctional rhythm prior to ablation, the physician decided to ablate in the rhythm and the patient developed 1st degree heart block. No medical/surgical intervention was required. The patient was transferred to the coronary care unit (ccu) for observation overnight to see if it resolved. It was reported that the patient¿s rhythm had not recovered and is being considered for pacemaker implant. The patient was discharged from the hospital but was still in heart block. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The lesions were given around the roof of the coronary sinus ostium. This can sometimes but not always be a risky place to ablate as some patients can have his extensions in this area. No biosense webster, inc. Product malfunctions were reported.